Event description:
It was reported that the monopolar curved scissor (mcs) tip cover accessory was used as a replacement to complete a da vinci s prostatectomy procedure, in which the original mcs tip cover accessory presented arcing during the procedure. It was not reported that the accessory was being returned due to failure, however, evaluation of the returned accessory by engineering revealed evidence of arcing.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Engineering found that the tip cover has a small hole approximately .010" in diameter burned through the silicone. The hole is located .215" above the silicone to the sleeve interface. The silicone exhibits localized melting around the hold, indicative of arcing. The tip cover also has various mechanical tears approximately 120 degrees from the hole. Engineering concluded that the arcing was likely due to insufficient silicone dielectric strength caused by damage to the silicone. The site also returned an mcs instrument and another tip cover accessory with evidence of arcing. Refer to med watch MFR report #s 2955842-2009-00082 and 29552842-2009-00088.